Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) on (B)(6) 2016 revealed the a type 3a endoleak with insufficient overlap between the main body and the proximal extension. The physician plans to reline the existing stent graft with a new bifurcated graft. The patient is awaiting cardiac clearance. Patient is in stable condition.